Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) from a clinical study reported via a manufacturer representative that there was premature battery depletion. Diagnostics included device interrogation and the neurostimulation was stopped on (B)(6) 2015. Interventions included the therapy was suspended on (B)(6) 2015. The etiology was related to the device or therapy and it was not related to the implant procedure. The outcome was ongoing.

Manufacturer narrative:
The device mfg date was updated.